Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of over 400 mg/dl. Patient's other blood glucose value was over 400 mg/dl. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device functioning properly during testing. No prime anomalies noted during testing. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.